Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The 99% stenosed, calcified, target lesion was in the severely tortuous mid right coronary artery (rca). The lesion was not predilated. The physician selected and attempted to advance a 4.0x16mm liberte' bare metal stent but the device was not able to cross the lesion. The physician "strongly pushed the device" and it still would not cross the lesion. The device was removed and the edge of the stent was noted to be "lifted up." There were no complications reported with the pt's current condition listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.